Event description:
Mid mako tha 4.1 case. After reaming the surgeon removed the offset reamer from the end effector and handed to nurse, nurse noted screw missing. Nurse checked screws before procedure when placed into end effector, they were all accounted for/in reamer. Screw lost between start of procedure-end of reaming. Unable to be found. Patient x-ray'd as per hospital policy. Reamer tagged and set aside out of instrument circulation awaiting new replacement. Surgeon complaint stated not happy with issues always occurring in mako tha due to instrumentation. It is unknown whether the screw fell into the patient. The screws are so tiny it could not be located. This was mid operation so the patient was radiographed during the procedure, and the surgeon was satisfied he could not see a screw on the x-rays images. The screw was never located. There was no second operation it was all within the one. Tha 4.1/.